Event description:
The hospital reported that during a case using heartstring seals, three seals cracked while being loaded into the delivery tube. The surgeon then opted to sew the arototomy closed and take down a mammary vessel instead. No pt complications were reported. This report is for the 2nd seal that cracked.

Manufacturer narrative:
Investigation details: visual inspection shows that the seal is outside of the deployment tube and cracked. Therefore the complaint is confirmed for cracked seal.